Manufacturer narrative:
Catalog number: customer reported the catalog number 21-2966-24 but the reported potential lot numbers have the catalog number 21-2965-24. Potential lot number: 36x922 and 36x373. Potential expiration date: 08/28/2021 and 04/28/2021. Potential device manufacturing date: 08/22/2016 and 04/13/2016. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a deltec gripper plus safety needle safety device did not activate, which caused a needlestick to the nurse. It was reported that lab work was conducted due to the needlestick. No patient injury was reported.